Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire was reported. The sensor was inserted into the abdomen on (B)(6) 2020. The patient removed the sensor after 7 days and was not aware that the wire was left on her skin. She had pain at the insertion site even though the sensor was already removed. She consulted a surgeon on (B)(6) 2020, who gave her a local anesthetic, incised the area, and found and removed the embedded wire. The incision was closed with 4 stitches and resulted in a scar. No medication other than the anesthetic was given. After the wire was removed the patient had no further pain. No product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause was not determined. No additional patient or event information is available.